Event description:
Lifescan's ultramini glucose meter, gave me a number of false readings that led me to take my doctor prescribed dosage of fast acting insulin -humalog- to obviate the false high readings. The high readings were in the 400 range, however, 30 minutes after taking the insulin, I had symptoms and tested myself with the same meter and the reading was 35! I then went into hypoglycemia and had a seizure and hit my head and needed to be transported to the hospital by emt's. Was treated and released some 4 hours later. As a result of this seizure, I bit my tongue and have all over muscle aches from the tensing of the seizure. Test as many as 20 times per day. Dates of use: 2008. Diagnosis or reason for use: checking blood sugar levels. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.